Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information obtained reported the patient wad admitted to the hospital with cough and cold-like symptoms and dysuria. A swallow study was completed and a nasogastric feeding tube was placed and later a percutaneous endoscopic gastrostomy (peg) tube was placed. The patient was agitated and ultimately pulled out the peg tube. The patient developed aspiration pneumonia and the family decided to place the patient on comfort care and the patient subsequently died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was deceased and died approximately three weeks after implantable pulse generator system was implanted. The cause of death has been requested and not received.